Event description:
It was reported that the pump battery would not charge, and there was no power source alert received. There was no adverse impact to the customer's blood glucose level. The customer tried various troubleshooting steps, including using different wall outlets and charging cables, but the issues persisted. Technical support decided to replace the pump, and the customer was instructed to use multiple daily injections (mdi) as backup therapy in the interim. The pump was confirmed to be under warranty, and the shipping address was verified for the replacement.